Event description:
The lay user/pt contacted lifescan alleging the meter does not power on with the power button. The issue was resolved with troubleshooting. There were no allegations of harm or injury.